Event description:
The report indicated that contamination was present in the pressure tubing. The product is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One double dpt kit was received for evaluation. Priming solution was visible inside the kit; however, it did not appear to be used. Vented caps were still attached at the distal male connectors which connect to the patient. No visible blood was found at the distal tubing male connectors. Paper bands were still attached to tubing coils. Pre-decontamination confirmed presence of a brown particle inside the blue tubing. The tubing was capped off to prevent the particulate from washing out during decontamination. Post-decontamination evaluation also confirmed the presence of the solid brown material on the inside of the same tubing. The finding was consistent with the photo submitted by the customer. The brown material did not move during flush testing. It was partially embedded in the tubing wall or was part of the tubing. The particulate was approximately 0.3"x0.01" in size. The material appearance was consistent with burned pvc that attached to the tubing during extrusion. A sample of the brown material was sent to chemistry for analysis, which confirmed the initial findings. The complaint was confirmed to be related to the manufacturing process. An investigation will be opened to determine if any corrective actions are needed.

Manufacturer narrative:
The root cause has been determined as a build-up or accumulation of material in front of the die when running certain materials through the extrusion process for several hours. Eventually, this material burns and can break off the die and become attached to the tubing being extruded. This type of build-up can also occur in the extruder screen packs (filters) before the breaker plate. The accumulation of material begins to burn and can eventually detach from the screen pack and end up on the tubing. Production operators at the supplier manufacturing facility are now required to inspect the die during production every 8 hours and remove any build-up on the die to prevent burning of the material residue and replace the screen packs every eight hours of running time.